Manufacturer narrative:
(B)(4). The manufacturer has opened an internal investigation to evaluate critical battery alarms with communication error. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device involved in this event: (B)(4) - battery / catalog number 1650 / expiration date:08/31/2017. MFR date: unk. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source.. The instructions for use (IFU) and patient manual also explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching,the function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the patient was seen for a routine clinic visit, it was noted that the controller had a loose power port. The patient denied any damage, force or dropping of the controller or any alarms or pump stops associated with the loose connections. It was also noted on the alarm log and log file analysis that a single battery had give three separate "inappropriate" critical battery alarms. Site was not clear as to how many bars were on the battery but charge was not less than 10%. The controller was exchanged and battery replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that a power port of the controller was loose as well as multiple critical battery alarms associated with one battery. The controller, (B)(4), was returned for evaluation but the battery was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device's in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device's revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The reported event of the critical battery alarms were also confirmed via review of the controller log files, which revealed three critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Analysis of the battery could not be completed as the battery was not returned for evaluation. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation under (B)(4) to evaluate critical battery alarms with communication error. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.